Event description:
False high troponin I result on a pt sample. The pt was reported to the floor and the physician questioned the result. An elevated result of the magnitude observed might result in cardiac catheterization. No report of pt harm as a result of this event.